Event description:
The user facility reported the monitor to their HexaVue IP Custom Room Rack experienced "no video output" during a patient procedure, resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.